Event description:
Customer reported tubing disconnected from the end of the 0.2 micron filter during an infusion of tpn. The filter seems to be leaking as well. No pt harm reported. No additional information provided.

Manufacturer narrative:
(B)(4). The customer's report of tubing disconnected from the end of the 0.2 micron filter was confirmed however the report of leak at filter was not confirmed. On the returned unit, the tubing had separated from the filter. Inspection under magnification revealed evidence of solvent in the joint; there was no evidence of damage or deformation, and there was no obvious cause for the separation. It is possible that an insufficient amount of solvent was applied making the connection susceptible to separation if sufficient force was applied. The user also reported that the filter might be leaking. The filter was tested and showed no evidence of leakage. The root cause of the tubing disconnection at the 0.2 micron filter is unk.